Manufacturer narrative:
Unit received a33 alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to alarm. However, unit passed rewind test and displacement test.

Event description:
Information received by medtronic indicated that insulin pump had a compromised force sensor system alarm. Customer stated that drive support tab appeared normal. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.